Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A 297500300 bolt torque wrench. A 297500400 pronged body stabiliser. Items would not come apart / engage properly and were just spinning.

Manufacturer narrative:
Product complaint # : (B)(4). Examination of the returned instrument cannot confirm the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.